Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of eight complaints of it's kind from the same facility. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that "a black oily substance" was shedding into patient. Substance could not be fully removed, patient received antibiotics as a precaution, no reaction reported. Surgery finished normally. Follow-up investigation: shaver suction was used during each surgery. As routine all patients got 48 hours antibiotics. No reactions observed.